Event description:
A medtronic representative reported a site experienced intermittent tracking with a two biopsy needles, while in a navigated biopsy cranial procedure. The surgeon cleaned the spheres on the first needle and the passive frame, however, this did not resolve the problem. This needle was abandoned and a second biopsy needle, from the same lot, was used but could not be tracked at all. In trouble-shooting, trajectory was verified and confirmed the navigus aiming device had not moved from the planned trajectory. It appeared the reflective coating on the spheres had a gap between at the diameter of the sphere on both needles. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier, age or weight, referencing (B)(4) privacy laws. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. Suspect biopsy needles were not returned to manufacturer for analysis. As these were disposable biopsy needles, no is return expected.